Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on (B)(6) 2015, and daily battery voltage trend data shows gradual rise in battery impedance. (B)(4).

Event description:
It was reported that the implantable cardiac monitor reached recommended replacement time (rrt), and it was determined that the device triggered rrt falsely. The wireless capability has been disabled and device remains in use. No patient complications have been reported as a result of this event.